Manufacturer narrative:
(B)(6). The device was manufactured january 18, 2018 - january 19, 2018. The device was received for evaluation containing approximately 198 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusor¿s would not flow ¿due to blocked lines¿. There was no patient involvement. No additional information is available.